Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records were unable to be reviewed since a valid lot number was not provided. Without the sample, a definitive root cause assessment was unable to be made.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that an angio-seal device would not lock upon the completion of a prostate artery embolization (pae) procedure. The case was completed successfully with the same device and no patient injuries were reported. The physician who described the scenario did not have sufficient details. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.